Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The two additional prostyle devices are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted with three prostyle devices after a transcatheter aortic valve replacement interventional procedure using a 5f sheath. Reportedly a cuff miss [suture retrieval issue] occurred with the first two prostyle devices. The third prostyle device was deployed without issue. The suture knot was successfully advanced to the vessel wall and tightened (worked as intended); however, complete hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. While in the recovery room, the patient did not have a pedal pulse. The patient was returned to the cath lab. There was limited blood flow to the groin. A clot was located at the common femoral and into the profunda. Another clot was located at the superficial femoral artery tibial junction. Ballooning and suction of the clots were performed to successfully restore blood flow. All clots were removed and patient is doing well. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.